Event description:
It was reported that during patient treatment, the anesthesia workstation generated an unfamiliar noise. It was not possible to establish the source of the noise at that time. There was no patient harm reported. Manufacturer ref #: (B)(4).

Manufacturer narrative:
The investigation consisted of information from the company representative and a log evaluation. The logs that were received retrospectively show that the reported noise was generated by an oscillating air gas module. The oscillations led to a larger flow from the air gas module than requested which in turn led to a lower oxygen concentration in the inspired gas to the patient. Alarms for low inspired o2 concentration were generated. During a visit at the hospital, the field service engineer investigated the anesthesia workstation and concluded that the cause of the oscillations was the nozzle unit in the air gas module. After the replacement of the nozzle unit, the oscillations could no longer be reproduced and the anesthesia workstation was put back into service. The nozzle unit was not returned for further investigation. Our conclusion into this matter is that the oscillations were caused by a sticky membrane in the nozzle unit. (B)(4).